Event description:
The batteries were not returned for investigation. Upon review of the device logs, pump was powered on as on (B)(6) 2024 17:44:34, and battery #2 had a charge of 74%. The pump remained powered on through on (B)(6) 2024 03:10:31, and over the course of this runtime the battery decayed to 2% while the pump was operated both on battery and on external power. However, during this time, the battery never charged while connected to external power and was reporting that it was in a normal discharge state (battery status 0x00c0). The pump was powered off when battery #2 was completely discharged, and when powered up on (B)(6) 2024 reported battery voltage failures due to a completely discharged battery #2. It was not connected to external power at this time, so it is unable to be determined if battery charging recovered after a power cycle. The battery was recommended to be replaced and returned for investigation, which they were not. Unable to diagnose root cause further given the information provided.

Event description:
The following has been reported: we had an incident with a pump that was reported to have abruptly stopped infusion to the patient. The nursing staff then was not able to verify for how long the pump had stopped infusing. I checked the logs and it seemed to have experienced a "pump failure" alarm @ 23:29, (B)(6) and then proceeded to experience further issues. Additional info: patient receiving milrinone through IV infusion, the pump malfunctioned at some point after rn assessment. Was found with error message stating it needed servicing. As a result, the pump showed the correct dosage in mic/kg/min, the correct drug dosage weight, but displayed the wrong rate as 10 ml/hr. When it should have been 13.7 ml/hr. Preliminary evaluation of the logs showed the following: electrical hardware failure (battery 2). Awaiting return for evaluation; a review of the logs shows that no active infusion was stopped, so currently unable to confirm customer's claims. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.